Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issue since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they performed a diagnostic peripheral with a 5/6 glidesheath slender sheath. The access was fine, and they used an ultrasound. When they put the tr band on the air was completely gone by the time, they got the patient to recovery. They had to put more air in and that also deflated, they kept putting air in until hemostasis was achieved. The patient was stable, and the procedure outcome was successful. Additional information was received on 18may2021. They held pressure on the radial artery and used a new tr band that worked successfully. The estimated blood loss was less than 250cc. When the air deflated in the first band there was not a lot of blood loss because the patient was still in the lab on the table. The were able to catch the issue before the patient went to recovery, so they put a new tr band on, and the second tr band was successful.